Event description:
A customer reported receiving a system message during a case. The system was switched out and the procedure was completed. There was no patient impact reported.

Manufacturer narrative:
A company service representative examined the system and was able to replicate the reported system message. The solenoid spacer was found to be stuck. The solenoid body was cleaned and new spacers were installed. Preventive maintenance was also performed. The system was then tested and met all product specifications. (B)(4).